Manufacturer narrative:
Review of production records for complained component has been performed and did not highlight any pre-existing anomaly nor non-conformity. A final report will be submitted as soon as the investigation is completed.

Event description:
Revision surgery hereby reported has been performed on (B)(6) 2026, due to unknown reasons. Patient was originally implanted with smr reverse prosthesis. Original prosthetic assembly consisted of baseplate, lateralized connector +4 mm, glenosphere eccentric dia 40 mm and smr humeral body reverse (part number 1352.15.010, lot unknown). 9/10 years later, first revision surgery occurred ((B)(6) 2025) due to infection: humeral body has been explanted and replaced with a new one (complaint associated to MFR # 3008021110-2026-00010). On (B)(6) 2026, hereby reported second revision surgery has been performed and pre-existing humeral body (pn 1352.15.010, lot. 2511798, ster. 2500105) and glenoid components has been explanted and replaced with the following: 140° humeral body finned reverse (pn 1352.15.051); reverse liner + 3 mm dia 40 mm (pn 1365.50.815); glenosphere eccentrical dia 40 mm (pn 1376.09.041); connector + screw (pn 1374.15.305); tt baseplate (pn 1375.15.305); bone screw (pn 8420.15.050); bone screw (pn 8420.15.030). Patient is male, date of birth (B)(6) 1962. Event occurred in the united states.